Manufacturer narrative:
The returned instrument was further evaluated by a failure analysis engineer. The findings from the initial evaluation by failure analysis was confirmed. The monopolar cautery instrument's tube adapter was found to be broken. The threaded portion of the adapter was completely missing, including the instrument contacts. The tube adapter also exhibited scratch marks and abrasions. The complaint mentioned difficulty with removing the accessory from the instrument, and as a result the tube adapter broke off during attempts to remove the accessory.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure that the tip on the single port monopolar cautery instrument broke off when being removed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of patient injury. There was no additional information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of the instrument broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar cautery instrument was analyzed and found to have a broken tube adapter. The broken piece measured 0.336" x 0.085" and was not returned with the instrument. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by site: the instrument was found to have a broken conductor wire at the distal end. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. The instrument was found to have dislodged electrical contacts and were not returned with the instrument. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the single port monopolar cautery instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Failure analysis also found the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.